Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette during fill 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of treatment and then bypassed to fill 1. The cause of the leak was a loose connection with the stay safe connector. Fluid did not come in contact with cycler. The patient rebooted the cycler and the power fail recovery failed. The patient cancelled treatment at this point. The patient re-setup treatment with new supplies and noticed the cycler was not filling. The patient then cancelled treatment during fill 1 of 4 of treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred between the stay safe connector on the cycler set and the delflex 1.5% solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated being able to complete peritoneal dialysis treatment using a new cycler set with the original cycler. The patient confirmed cancelling the order for a replacement cycler and is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.